Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2012, alleging that the basal rate on the pump was empty. The patient reported that she became aware of the issue when she received an alarm for her two hour blood glucose check. At the time of the call the patient claimed her blood glucose level was 356 mg/dl. The patient stated she had not tested for ketones and denied developing symptoms suggestive of hyperglycemia. Review of the pump's basal program revealed a 0 rate at 11:30pm. When the basal history was checked, customer support noted that as far back as the programming would go it was 0 at 11:32pm. The patient denied that either herself or her hcp have made any changes to the basal rates in the two years she has been using the subject pump. The patient's blood glucose readings do not meet animas' criteria of a serious injury; however, this complaint is being reported because the alleged issue with the empty basal rate remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4): the basal history verified a 0 unit basal rate on (B)(4) 2012 from 11:32 pm until midnight. No data was available in the pump black box from the time of the event due to continued patient use. The pump was returned with a non-zero active basal rate. During testing the pump was exercised for 24 hours at 1 unit per hour and the total daily dose correctly showed 24 units delivered. The pump did not change the basal settings during testing. Boluses were delivered from the pump and were confirmed to be accurately recording in the pump history.